Event description:
The manufacturer was informed on a case of stent folding resulting in significant aortic regurgitation. The patient is reportedly symptomatic. The patient is having a valve-in-valve procedure to re-expand the stent frame and treat the aortic regurgitation (exact date of the re-do surgery not provided). No CT or echo is available for review.

Manufacturer narrative:
Based on the additional information received, the event pertain to a case of post-operative stent folding and not stent fracture as originally reported. This information has been corrected. However, since the device was not explanted and the serial number was not provided, no further investigation can be performed at this time. Therefore, the root cause of this event cannot be determined.

Manufacturer narrative:
Fields changed: b4, g4, g7, h1, h2, h6. A gross examination was performed on the returned prosthesis. The results confirmed that the valve was received with evident traces of pannus both on the metallic stent and on the inflow side. In addition, the valve resulted slightly deformed and the leaflets shaped in the open configuration, reasonably due to the valve in valve procedure. The visual inspection performed on the returned prosthesis pointed out the unusual open configuration of the leaflets, even still pliable. The leaflet #1 appeared slightly folded and reversed at its free margin. Marks of the tavi stent frame were observed on the inner side. A possible folding configuration was reproduced in correspondence of the leaflet #1, confirming the cause of its morphological alteration and matching with the morphology of pannus deposition. A histo-pathological investigation on the prosthesis was also conducted. Despite the prosthesis is still pliable, the study of this valve is difficult due to the configuration resulting from the tavi size 23 implanted inside this perceval valve. There was no calcification in the returned valve. Fibrous pannus depositions were visible in both sides of the prosthesis and on the stent. The fold in the belly of leaflet a is probably due to an incorrect configuration assumed by the valve after the prosthetic implant. Gram + bacteria were present inside the small thrombus depositions detected on the fibrous pannus depositions that were present on the inflow side of skirt. Based on the performed analysis, it is possible to confirm that a stent folding occurred, reasonably in the area corresponding to leaflet #1. Given the available information, despite it is not possible to totally exclude that an initial oversizing occurred, there are no exhaustive elements to ultimately confirm it. As such, the root cause of the reported event cannot be established at this time, also due to the altered status of the received valve.

Manufacturer narrative:
Fields changed: b4, b5, d10, g4, g7, h1, h2, h3, h6. A complete manufacturing and material records review for the perceval pvs21, sn (B)(6) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
On (B)(6) 2017, a 79 years old female patient with aortic stenosis received a perceval pvs21. The valve appeared to be seated well. On (B)(6) 2017, a screening echo showed a moderate and eccentric perivalvular leak. In (B)(6) 2019, the surgeon saw the patient again and it was decided to send the patient to a tavi clinic for a CT angio. On (B)(6) 2019, the CT angio revealed a stent folding, described as "heart-shaped", not circular. A tavi was consequently performed on (B)(6) 2019, in which procedure the perceval valve was first ballooned to straighten it and then a size 23mm sapien s3 tavi valve was inserted. At the time of the tavi procedure, a fistula occurred between the ascending aorta (ao) and right ventricle (rv). A ventriculum septlam defect (vsd) was created during the tavi procedure. The patient was initially well, then was admitted with heart failure. With regards to the patient's impact, the breathlessness was reportedly the main problem. It was thought a tavi would help but, because of the complication of developing a vsd, the breathlessness got worse. On (B)(6) 2019, the patient was brought back to (B)(6) for re-do sternotomy and avr. The surgeon removed the sapien valve and then removed the perceval valve. Removal of the perceval valve caused an endarterectomy as the stent was embedded in the tissue. The ao to rv fistula was observed. A 19mm intuity was ultimately implanted with a good outcome. On (B)(6) 2019, the patient is recovering well and expected to go back to the ward.

Manufacturer narrative:
Sections changed: a2, a3, a4, b4, b5, d3, d4, d6, d7, d10, e1 (only reporter name), e2, e3, g2, g4, g7, h1, h2, h3, h4, h6.

Event description:
On (B)(6) 2017, a 79 years old female patient with aortic stenosis received a perceval pvs21. The valve appeared to be seated well. On (B)(6) 2017, a screening echo showed a moderate and eccentric perivalvular leak. In (B)(6) 2019, the surgeon saw the patient again and it was decided to send the patient to a tavi clinic for a CT angio. On (B)(6) 2019, the CT angio revealed a stent folding, described as "heart-shaped", not circular. A tavi was consequently performed (exact date not given), in which procedure the perceval valve was first ballooned to straighten it and then a size 23mm sapien tavi valve was inserted. At the time of the tavi procedure, a fistula occurred between the ascending aorta (ao) and right ventricle (rv). On (B)(6) 2019, the patient was brought back to (B)(6) for re-do sternotomy and avr. The surgeon removed the sapien valve and then removed the perceval valve. Removal of the perceval valve caused an endarterectomy as the stent was embedded in the tissue. The ao to rv fistula was observed. A 19mm intuity was ultimately implanted with a good outcome. On (B)(6) 2019, the patient is recovering well and expected to go back to the ward.

Event description:
The manufacturer received the following additional information on this event. During the perceval implant (B)(6) 2017), the intraoperative toe showed an annulus of 19mm. No hypertrophic septum nor unusual calcification were present. No anatomical aortic root deviation is reported, the patient had a tricuspid valve. The echo performed on (B)(6) 2019, showed an rvot rupture. The patient reportedly arrested and passed away at the hospital on (B)(6) 2019. The remainder of the information previously submitted remains unchanged.

Manufacturer narrative:
In light of the additional information, the manufacturer is submitting an updated report. The new information does not change the root cause previously provided, which remains unknown based on the available information. If additional information will become available, a follow up report will be submitted.

Manufacturer narrative:
Device location not presently known.

Event description:
The manufacturer was informed about a case of stent fracture on a perceval valve. No other information was provided.